Manufacturer narrative:
The complaint samples were evaluated, however, the reported event was not confirmed. The returned devices both exhibited signs of repeated use (nicked/gouged) and one of the prongs of the alignment guide appeared to be bent. Neither of the devices exhibited any evidence of fracture as originally reported. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Due to the age and condition of the devices, the root cause can be attributed to the wear and aging of the instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the device was returned to zimmer biomet in a fractured state. It is unknown how or when the device broke, as it was found in a box at the hospital.